Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, at 9:50 am, during a venipuncture procedure on the patient, the needle core dislodged mid-procedure. The needle core stalled during insertion, and resistance was encountered upon entering the vessel. Two subsequent attempts using needles of the same brand were unsuccessful. A different brand of indwelling needle was then used, resulting in a successful puncture.